Event description:
The customer reported that following a c-section, they discovered a full thickness (3rd degree) burn that was 1/4 to 1/2 inch in size on the pt's breast. The pt return electrode pad was on the right anterior thigh. There were EKG monitoring leads on the pt's chest, and they did notice there was a crack on one of the leads. They did not know if that could have caused the burn.

Manufacturer narrative:
(B) (4). The generator was tested by the site's clinical engineering contractor (3rd party) and they reported, it checked out fine. At this point, the site is ok with their internal eval, and the generator is not expected to be returned to covidien for further eval.